Event description:
It was reported that the values were low. The clinician treated the patient on the displayed values. The co was around 2.0 and ci was around 1.0. They swapped monitors and co increased to 4.6 and ci to around 2.4. Biomed tested the set up. The unit in question displayed low values compared to other monitors. No patient injury was reported.

Manufacturer narrative:
Examination found that cardiac output (co) was tested with three different co simulators and all passed without any issues. The device passed the 48 hour burn-in test as well as the final acceptance test unit (fatu) test per procedure.

Manufacturer narrative:
The device/service history record review was completed and all manufacturing inspections passed with no non-conformances.